Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator unit had failure while on patient. Unit has low peep (positive end-expiratory pressure), high frequency, svhp (safety valve high pressure) relief valve low o2 alarm. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.